Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, e4, h8 correction: b1, b2, h1, h6 - annex e and f this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2024. The device was being used for blood withdrawal. The device was secured to the patient during use. It is unknown how long the device was in place when the failure was noted before it was removed and replaced. The patient did not experience any adverse effects and no unintended section of the device remained inside the patient's body.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the red and blue ports of the central venous catheter from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray leaked. The leak was noticed at the connection between the hub and the "bcv". The device was being used for blood withdrawal, and was secured to the patient during use. It is unknown how long the device was in place when the failure was noted. The device was removed and replaced. No other adverse effects were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and identified 4 possible complaint lots. The DHR for these lots identified no related non-conformances. A database search for complaints on the lots found no additional related complaints from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the safe and effective use or central venous catheters with power injector pressures (safety but-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions: ¿catheter should not be used for long-term indwelling applications.¿ based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. Corrective actions have since been implemented following the manufacture of this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. D4 - catalog# (rpn): c-utlmy-701j-rsc-abrm-hc-fst-a-rd. E3 - occupation: sr. Clinical value analyst. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the red and blue ports of the central venous catheter from the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray leaked. The leak was noticed at the connection between the hub and the "bcv". The device was removed and sequestered. Additional information regarding the event and patient outcome has been requested but is currently unavailable.